Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's header was difficult to connect with the leads. Mineral oil and silicon lubricant were used. The product remains in service. There was no adverse patient effects reported.